Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient representative says that they are having a hard time charging implanted neurostimulator (ins) and says this started about 10 days ago. They said they spoke with representative this morning, who troubleshooted and said to call patient services (pss) to order a new recharger. Recharger looks intact. A request was sent to repair dept to replace recharger. Additional information was received from the patient. Caller called back stating it was still taking a long time to charge the ins even though the controller was charged to 100%. Agent sent request to repair to replace the recharger. Additional information was received that the patient received new recharger and new controller for issues in february - april of 2025. Caller stated the issues seem to be going down hill since then, and they keep seeing a message stating to call medtronic and 'need a technician.' Caller did not recall specifics of messages. Caller mentioned they had two manufacturer reps but both of them have disappeared. Caller stated their niece and nephew could not figure out what was going on and they had to keep limping through the issue. Caller mentioned the patient went to charge the implant last night and was at 50% after 1.5 hours and then went down to 40% despite recharging excellent. Caller then handed phone off to the patient. Patient mentioned they would see good connection at times which takes 2x aslong. Agent had caller reset controller. Upon further review, patient stated they were still using original controll ER, not the replacement, as they never were able to pair it. Agent had patient grab correct replacement controller and insert battery pack. Patient set date and time and went through pairing process, but reported no device found. Agent had patient press recharge and patient began charging with controller 100% implant 30% recharging excellent. Agent advised patient to use new controller and continue charging. Patient was prompted to call back if issue persisted. Agent sent request to repair for return label to return old controller.